Event description:
It was reported that high, out of range, hv and a lead impedances were measured. The device was explanted. The patient was fine after the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date returned to manufacturer: correction of return date.

Manufacturer narrative:
.

Manufacturer narrative:
The reported field event of high, out of range, atrial pacing lead impedance was confirmed. The device was tested on the bench and the cause of the reported high, out of range, atrial pacing lead impedance was an anomalous transistor.